Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b5, h6. (Type of investigation, investigation findings, medical device ¿ problem code, investigation conclusions). Additional initial rtep name: (B)(6). The pump was replaced with a backup unit without further issue. A getinge field service engineer (fse) inspected the unit and found significant dust accumulation. After cleaning the device, normal function was restored. All functional tests were performed in accordance with factory specifications, and the unit passed all tests successfully.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp), displayed a high temperature alarm and automatically stop running. There was patient involvement; however, no injury or harm was reported.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) had high temperature alarm and the device immediately shut down. There was no harm reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). Event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.